Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and rupture.

Event description:
Healthcare professional reported bilateral rupture and capsular contracture baker's grade iii. The device was explanted. This record is for the left side.

Event description:
Healthcare professional reported bilateral rupture and capsular contracture baker's grade iii. The device was explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening and creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified one opening striated. Based on the device analysis, the final assessment is one opening striated assessed as surgical damage.